Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence/urgency frequency. It was reported that the patient's rep stated when they set the patient's settings on the left side, it gave the patient a shocking sensation in her leg to her toes. Patient's rep has since changed to the right side and has the stimulation setting on 1.7 and is comfortable. Additional information received on 2021-jul-16  indicated that the patient was inquiring if it were normal to have a bowel movement, and notice the stimulation was more intense.  No further complications were reported at this time.